Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision of mesh on (B)(6) 2017 due to hernia recurrence, bowel obstruction, lysis of adhesion, bowel adherent to mesh with small bowel resection and anastomosis. It was reported that the patient underwent revision of mesh on (B)(6) 2017 and on (B)(6) 2018. It was reported that the patient experienced fistula and infected drainage mesh. It was reported that the patient underwent removal of mesh on (B)(6) 2019 due to pain, obstruction, seroma, recurrence, fistula and drainage wound. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.